Manufacturer narrative:
Analysis of the 37791 recharger antenna found evidence of frayed wires. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial#(B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 37791, serial# unknown, product type recharger; product ID 37791, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, spinal pain. It was reported that the patient had to implantable neurostimulators and two recharging systems. The patient reported that the ins recharge antennas both had frayed cords. Additionally the patient reported that one of the antennas had broken and burned the incision at one of the implant sites. Replacement insr antennas were sent. No additional symptoms, and no additional complications were reported for this event.